Manufacturer narrative:
E1- reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no issues with the heartmate 3 modular cable reported or identified through this evaluation. It was initially reported that the modular cable was exchanged; however, it was ultimately reported that the information was incorrect. The modular cable was not returned as it remains in use. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The customer reported that the modular cable was not exchanged.